Event description:
It was reported that non-sustained vt episodes alert was received via a (B)(6) transmission. There was the correct information in the episode tree, but when pulled up the episodes egm is unavailable message was noted. The patient will be monitored. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.